Event description:
Had lasik surgery in (B)(6) 2014 with (B)(6). I was told I had dry eyes so plugs were put into my tear ducts before surgery. After surgery and all the different eye drops, months went by and my vision was still blurred but I could read better without using any reading glasses but my distance was haloed, blurred, unclear. This continued and it seemed that every quarter I was back at the doctor's office yet again and still unhappy with not being able to see clearly. More drops, then had to buy prescribed vitamins, vp precip 1000 mg 2x daily. I work on a computer all day and after month 3, my eyes began to feel very strained by around mid afternoon and work was difficult to get done. As months went on, the strain I felt on my eyes worsened and I also began to see shadowing on the letters while reading. I also began to double some words while typing without even seeing what I was doing. Around (B)(6) of 2015, my eyes were excreting thick mucous which would cause my eyes to be matted. I had to constantly wipe my eyes. By this time I had stopped all the drops and went back to the doctor and asked them to remove the plugs. I no longer have that problem and only use regular eye drops when I feel I need it. I also demanded that something be done to correct my vision because I was now back to having to wear reading glasses in order to read with clarity and stop straining so hard. I stopped playing tennis because I could not properly gauge the distance since my depth perception was off and I couldn't see the ball. I was seeing the world in a blur but still being told by the doctor's office that I had 20/20 vision. In the last 30 days I have been working with their tech doing trails with contact lenses to see if perhaps there was some tweaking that could be done. The only that worked was to go back to where I was prior to surgery. Get my distance vision back and just live with readers. The recommendation of a reversal was made today, (B)(6) 2015. But now that I have researched this procedure, it seems that there is no such thing as a reversal. In fact, the actual dr (B)(6) has not even consulted with me. As I read the papers given to me today, consent form, no where on there does it state what type of procedure is being done. I prepaid for it and their receipt reflects reversal supplies od. I am canceling the surgery and going to try to get a refund for my (B)(6). I only wish I had done my research on the internet prior to getting this procedure. Biggest mistake of my life and it has cost me a year of frustration, tears, anxiety and regret. Not to mention the (B)(6)+ I paid for it.